Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed button error, then motor error. The blood glucose reading was 131 mg/dl. The customer stated that the insulin pump's display froze just before he noted that none of the buttons responded. No significant events leading to the alarm were observed. The customer declined troubleshooting for the motor error alarm. Advised discontinuation of the insulin pump. Nothing further reported.